Event description:
The patient underwent a laparoscopic subtotal cholecystectomy for gangrenous cholecystitis. During the case, the patient had a very friable necrotic gallbladder and clips were placed on the cystic artery. The clips later fell off and the patient had to go back to surgery for control of bleeding from the cystic artery. The new clip appliers are garbage (endoclip iii applier 5mm autosuture itm-176630). The clips fall off and are unsafe compared to the applied medical clip applier that we used to have.